Event description:
It was reported that during preparation of the 7.0 x 40 mm absolute pro stent system (B)(4), the stylet was removed and the stent partially deployed. The stent system was not used and there was no patient involvement. The stent was then deployed outside the patient anatomy by cath lab staff. A second 7.0 x 20 mm absolute pro stent system was then advanced into the patient anatomy and deployed at the target site. However, due to the size of the target lesion, the 7.0 x 20 mm stent was not long enough to cover the target lesion and required additional stenting. A 7.0 x 60 mm absolute pro stent system (B)(4) was then opened; however, it was noted that the strain relief, outside the handle, was dislodged and able to slide up and down the catheter. The device was not used. The physician ended the procedure at that time, as the site did not have the correct size absolute pro stent system available. The patient returned the next day and a new 7.0 x 40 mm absolute pro stent was advanced and the stent deployed to cover the target lesion. There were no adverse patient effects; however, there was a clinically significant delay, as the patient was required to return to the cath lab the following day for additional stenting. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute pro 7.0 x 60 mm is being filed under a separate manufacturer report number. Analysis of the returned device revealed that the stent implant was fully expanded and dislodged from the shaft. The reported device issue of premature deployment could not be confirmed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. The absolute pro instructions for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The returned device analysis noted saline was visible and the stylet was not retuned suggesting handling preparation of the device and removal of the stylet. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.